Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was found. When the taxus liberte' 3.0x32mm drug eluting stent was unpacked, a stent strut was damaged. The procedure was completed with a different device. No pt complications occurred. Pt status is satisfactory. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.